Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 52 year-old female patient who had essure inserted (lot no. 802746) for female sterilisation. The patient had a medical history of endometrial disorder, morbid obesity, type 2 diabetes mellitus, pelvic pain, parity 2 and multi gravida on (B)(6) 2023. On (B)(6) 2023,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (hysterectomy,bilateral salpingo oophorectomy,lysis of adhesion). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 53.745 kg/sqm. [Hysterosalpingogram] on (B)(6) 2011: examination: fluoroscopy was provided for a hysterosalpingogram performed : comparison: hysterosalpingogram performed for essure placement on (B)(6) 2011. Reason for exam: essure micro inserts evaluation procedure: micro inserts are in appropriate position and fallopian tubes appear to be successfully occluded. Patient tolerated procedure well. Impression: successful occlusion of the bilateral fallopian tubes by the essure micro inserts. [Pathology test] on (B)(6) 2023: specimens. A uterus w/bilateral ovaries and fallopian tubes. Final diagnosis. A. Uterus and bilateral adnexa , hysterectomy with bilateral salpingo-oophorectomy cervix with no significant histopathologic abnormalities, proliferative endometrium with benign endometrial polyp. Myometrium with adenomyosis. Benign bilateral adnexa. No evidence of malignancy. Gross description. Left adnexa: fallopian tube: size: 0.5 am in length by 0.3-0.5 cm in diameter fimbria: yes. Lesions: a portion of essure wire is identified within the lumen near the isthmus. Right adnexa: fallopian tube: size: 6.2 om in length by 0.3-0.5 cm in diameter. Fimbria: yes. Lesions: a portion of essure wires identified within the lumen near the isthmus. 802746-invalid lot number. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-dec-2023: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 52 year-old female patient who had essure inserted (lot no. 802746) for female sterilisation. The patient had a medical history of endometrial disorder, morbid obesity, type 2 diabetes mellitus, pelvic pain, parity 2 and multi gravida on (B)(6) 2023. On (B)(6) 2023,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (hysterectomy,bilateral salpingo oophorectomy,lysis of adhesion). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 53.745 kg/sqm. [Hysterosalpingogram] on (B)(6) 2011: examination: fluoroscopy was provided for a hysterosalpingogram performed : comparison: hysterosalpingogram performed for essure placement on (B)(6) 2011. Reason for exam: essure micro inserts evaluation. Procedure: micro inserts are in appropriate position and fallopian tubes appear to be successfully occluded. Patient tolerated procedure well. Impression: successful occlusion of the bilateral fallopian tubes by the essure micro inserts. [Pathology test] on (B)(6) 2023: specimens a uterus w/bilateral ovaries and fallopian tubes. Final diagnosis: a. Uterus and bilateral adnexa , hysterectomy with bilateral salpingo-oophorectomy cervix with no significant histopathologic abnormalities, proliferative endometrium with benign endometrial polyp. Myometrium with adenomyosis. Benign bilateral adnexa. No evidence of malignancy. Gross description left adnexa: fallopian tube: size: 0.5 am in length by 0.3-0.5 cm in diameter fimbria: yes. Lesions: a portion of essure wire is identified within the lumen near the isthmus. Right adnexa: fallopian tube: size: 6.2 om in length by 0.3-0.5 cm in diameter. Fimbria: yes. Lesions: a portion of essure wires identified within the lumen near the isthmus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.